Event description:
Customer reports that after changing batteries assistance was needed in setting up insulin pump. Customer's blood glucose was 406 mg/dl, which were treated with insulin pump and manual injections. Assistance was provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.